Manufacturer narrative:
The pump was returned for analysis and review of the pump logs confirmed multiple motor stalls occurred. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a pain patient with an implantable drug infusion pump containing an unknown brand of morphine [1 mg/ml] at a dose of 0.4293 mg/day. Indication for use was unknown. It was reported a motor stall was seen at initial interrogation. The patient had not recently had an MRI. Multiple motor stalls and recoveries occurred. It was confirmed there were no electromagnetic interference/magnetic sources present. The patient was not aware of any new electronic devices or magnetic exposure. The patient was experiencing ¿elevated pain¿ per the hcp. The hcp stated that the patient was ¿quite uncomfortable¿. The onset of the event was reported to be (B)(6) 2017. No further patient complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on (B)(6) 2017. It was reported that the patient¿s pump was removed and replaced on (B)(6) 2017. It was noted that when the manufacturer's representative read the logs the patient had multiple motor stalls all the way back to (B)(6) 2017 and that the patient¿s pump was in an active motor stall at the time of interrogation. It was indicated that any environmental/external/patient factors that may have led or contributed to the issue were unknown. Morphine [1 mg/ml] at an unknown dose was in the pump at the time of the report. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the event the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred). It was indicated that the hospital had possession of the pump and would return it. A return mailer kit was requested. No further complications were reported or anticipated.

Event description:
Additional information received from an hcp via a manufacturer representative on 2017-may-15 reported the representative was informed of a motor stall yesterday ((B)(6) 2017). The representative stated the pump was being replaced next tuesday ((B)(6) 2017). Additional information received from an hcp on (B)(6) 2017 reported the cause of the motor stalls was not determined. The pump was interrogated for a pump refill, and motor stalls were discovered in the logs. The medical doctor notified a representative and technical support, and oral pain medication prescriptions were supplied to the patient. A dye study was completed. A revision was scheduled. It was unknown if the patient¿s symptoms were resolved. The patient weight at the time of the event was (B)(6). No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a healthcare professional (hcp) on 2017-july-17. It was reported that a potential performance issues occurred on (B)(6)2017. Returned pump logs indicated that the pump had been used to deliver morphine (1 mg/ml at 0.0060 mg/day). Additionally, multiple motor stalls and recoveries had occurred. The logs show a stall recovery on (B)(6)2017 followed by another stall on the same day. The motor stalls and recoveries continue through (B)(6)2017. Tube set messages occurred on (B)(6)2017, (b)2017, (B)(6)2017, and (B)(6)2017. The logs do not show a stall recovery for the final stall which occurred on (B)(6)2017 (with a tube set on (B)(6)2017).